Event description:
While running a hepatitis core assay, the summit sample handler, serial number 2328, failed to pipette sample in row a, wells 8 & 9 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-02569-05.